Event description:
Outpatient under general anesthesia for lumbar scan inmri. Patient received burns under 3 ECG electrodes. Burns noticed some time after procedure when electrodes removed. Patient was monitored with ECG, pulse oximeter, and non-invasive blood pressure. See attached for other device informationdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: none or unknown, none or unknown, anticipated or known, magnetic interference. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.